Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used elite sensor, the sensor failed per specifications due to no isig readings detected. However, the transmitter passed per specifications.

Event description:
The customer's blood glucose was unknown. It was reported that the customer's sensor only lasted two days and, when removing the sensor, the sensor wire was split in half. The customer stated that the insulin pump showed a lost sensor alert two weeks prior to the time of the call. Advised that a replacement sensor would be sent and to return the sensor for analysis. Nothing further reported.